Manufacturer narrative:
Device evaluation of the belt has been completed. The reported problem (adjust belt messages) was confirmed. Upon investigation the belt failed a pulse test. The cause for the failure was isolated to a shorted q1 transistor. The root cause for the shorted q1 transistor could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor returned an electrode belt was unable to complete incoming functionality testing.